Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with another mesh, total vault repair; mesh cystocele repair, mesh bilateral paravaginal repair, mesh enterocele repair, mesh rectocele repair, mesh bilateral sacro-spinous fixation, and cystoscopy under anesthesia, due to stress urinary incontinence, rectocele, and enterocele.

Manufacturer narrative:
Additional narrative: the patient had a small part of the mesh removed on (B)(6) 2010 along with being hospitalized for post operative hemorrhaging. The patient experienced pain, urinary tract infections, incontinence and dyspareunia after implantation. (B)(4). Dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01624. The same patient is represented in each medwatch.